Event description:
Pt reported obtaining back-to-back blood glucose results of 36 mg/dl and 86 mg/dl on the advantage system. Pt indicated that, at the time the results were obtained, he was feeling like blood glucose was low. Pt self-treated by drinking orange juice and eating a sandwich. Two days later, pt reportedly performed an add'l set of back-to-back tests with results of 332 mg/dl and 151 mg/dl. Pt stated that he was not exhibiting symptoms of hyperglycemia when the results were obtained. Pt did not modify therapy based on these results. No pt injury was reported. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped.